Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient reported the right side breast is feeling ¿firm and looks abnormal due to capsular contracture," baker grade unknown. No treatment or surgical reoperation has occurred. Healthcare professional later reported a "rupture confirmed via MRI". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation device related to the reported event of rupture and capsular contracture was received on november 29, 2023, with lot number 1578594. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on patch shell bond edge assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device.